Event description:
This elderly male with pmh (past medical history) of hypertension presented to the ed (emergency department) with complaints of worsening shoulder pain and back pain. EKG revealed st elevation mi (myocardial infarction) in rca (right coronary artery) distribution. Pt (patient) was taken to the ccl (cardiovascular catheterization lab). A coronary arteriography was performed and revealed totally occluded lad (left anterior descending artery) in its proximal segment. The distal left main revealed 60% stenosis, ostial circumflex has 60% stenosis, and the rca was totally occluded. Following a cardiovascular consultation, the decision was made to proceed with rca intervention, stent placement and hemodynamic support with left ventricular device and reassess need for urgent surgery versus elective surgery for lad distribution based upon the patient¿s clinical status in the hospital. The right coronary artery was successfully opened with a balloon, but unable to advance the stents because of calcification. Two drug-eluting stents position, one in distal rca, other to the rv (right ventricular) branch and the second one is proximal rca before the rv branch and its proximal segment. Excellent flow noted in entire lad distribution, however the patient continued to have persistent st elevations in all the leads and borderline low blood pressure. The decision was made to proceed with a left ventricular assist device placement. Utilizing the existing arterial sheath, which was exchanged to a 9-french impella sheath; and the left ventricle was accessed with a pigtail, and this was exchanged with impella wire and over the wire. The impella device was advanced; however, it was unable to advance to position in left ventricle. Under fluoroscopy, the impella device was noted to have a kink in the distal segment of port and unable to advance the balloon and wire as a single unit. Attempts were made to unkink the impella device, which was unsuccessful. The patient was becoming hypotensive and shortness of breath and cough. The anesthesia team was called in to intubate the patient. The patient was breathing over the ventilator and was very stable on ventilator support. The arteriotomy site was bleeding and the hypotension was corrected with vasopressors, which include vasopressin, levophed and epinephrine. The patient developed a vasovagal bradycardia, which was managed with a temporary pacemaker and subsequently maintained in sinus rhythm. Albumin and blood was given. A vascular surgery consultation was obtained and reviewed the impella status when in the groin and it was felt for him to take it out using a snare. A snare was used in an attempt to remove the impella device. The kink was partially released and subsequently the vascular surgeon was able to remove from the groin as a single unit and arteriotomy site was compressed with a femostop and complete hemostasis achieved. He received a unit of blood and a liter of albumin and fluids and his foley catheter was placed. The patient was then taken to the or for repair of the arteriotomy site and to introduce the impella device through the subclavian artery approach. The patient was subsequently transferred to the cvicu (cardiovascular intensive care unit). Manufacturer response for impella cp, impella cp set with smart assist (per site reporter) clinical representative was present in the ccl during the event in question. The regional manager was contacted by rep during the event in question.